Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that an endohpb rf catheter was used for ablation and coagulation of digestive tract tissues during a radiofrequency ablation procedure performed on (B)(6), 2025. During the procedure, the heat generated by the tip electrode could not reach the standard energy and could not cause tissue coagulation and necrosis well. The device was removed, and the procedure was not completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endohpb rf catheter was used for ablation and coagulation of digestive tract tissues during a radiofrequency ablation procedure performed on a(B)(6) 2025. During the procedure, the heat generated by the tip electrode could not reach the standard energy and could not cause tissue coagulation and necrosis well. The device was removed, and the procedure was not completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. ***additional information received on september 09, 2025*** it was reported that the user attempted to increase power setting. However, the result was not good. The procedure was not completed due to unavailability of another of the same device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure. Block h11: a habib endohpb catheter was received for analysis. Visual examination of the returned device found the distal electrode was deformed. Electrical test was performed and no problems were noted as the electrical test was compliant with values under 5 ohm. No other problems were noted with the device. Product analysis did not confirm the reported event of device failure to deliver energy as the device was electrically compliant. Additionally, the cause of the observed problem of distal electrode deformed cannot be established. There is no indication of what the customer reported because the device was electrically compliant. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an endohpb rf catheter was used for ablation and coagulation of digestive tract tissues during a radiofrequency ablation procedure performed on (B)(6) 2025. During the procedure, the heat generated by the tip electrode could not reach the standard energy and could not cause tissue coagulation and necrosis well. The device was removed, and the procedure was not completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Additional information received on september 09, 2025. It was reported that the user attempted to increase power setting. However, the result was not good. The procedure was not completed due to unavailability of another of the same device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Blocks b5 (event description) and e1 (initial reporter zip/post code) have been updated based on the additional information received on (B)(6) 2025. Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure.